Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered insulin without the customer requesting delivery. Customer's blood glucose level ranged between 100-175 mg/dl. Customer could not provide identifying information, therefore no additional information can be obtained.